Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID rvdr01, implantable pulse generator (ipg), implanted: (B)(6) 2012, explanted: (B)(6) 2013; product ID 5086, implantable pacing lead, implanted: (B)(6) 2012, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported the patient developed an infection. The device and leads were removed and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression, visual summary analysis of the lead indicated damage at implant, the analyst commented, visual inspection found the outer insulation breached cut/ extrinsic, and there was a lot of blood ingress along lead length. According to the amount of blood ingression, the breached insulation might cause at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.